Event description:
During an inspection, it was reported that the device had all three (attention, charge pak and wrench) icons illuminated. The reported issue could be an indicative of the device failure to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leakage from fl9 depleted the internal hlc batteries.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.